Manufacturer narrative:
The device is not available for evaluation; however, a device history review will be performed.

Event description:
The event was reported via medwatch MDR report #: mw5168266 and the product involved was a 7" (18 cm) appx 0.30ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, luer lock, non-dehp tubing. The report stated "intravenous placed and extension loop attached to patient. Upon attempting to flush blood noted to be draining out of loop hub. Loop removed and new applied. Hub of extension loop visibly cracked upon examination after removing from patient." The initial reporter was a risk manager and asked to remain confidential. There was patient involvement, unknown delay in therapy; there was no report of harm as a consequence of this event. Should additional information become available, a follow up report will be submitted.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. However, the complaint can be confirmed based on the device and complaint information. The probable cause of the crack is due to a material issue on a vendor supplied part. Corrective actions are in process. Lot history review was conducted, and no nonconformities were found that would have led to the reported complaint.